Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt had an allergic reaction described as a burning sensation. It was noted that this may be related to the medication administered. The wbc went from 6 before the procedure to 12 after the procedure which was noted to be typical of these procedures. The pt was given benadryl. No additional clinical sequelae were reported and the pt is fine (ref MFR # 2953200-2010-02497, 2953200-2010-02498, and 2953200-2010-02500).

Manufacturer narrative:
(B)(4). Eval, results: reaction, medication administered to the pt. Eval, conclusion: extremely tortuous vessels, medication administered to the pt.